Event description:
The nurse reported metal silvers in the eye post operatively. Additional info from the surgeon stated that during the one week post operative check, the surgeon noticed bright shiny metal silver in the anterior chamber. The surgeon does use a two handed technique during phaco and could not rule out touching the second instrument to the phaco tip during surgery. The pt's status is normal. The surgeon is not planning to retrieve the metal silvers. No pt injury was reported.

Manufacturer narrative:
No samples are available for evaluation. The root cause of the pt event cannot be determined in this investigation. (B) (4)